Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance for troubleshooting a system error (se) 2240 and 2367 which occurred on the homechoice (hc) during use, during initial drain; the home patient (hp) stated that this alarm had occurred a couple of times. The baxter technical service representative (tsr) told the hp to redo the setup and start the initial drain over. The tsr told the hp to contact their nurse in the morning regarding the reported problem. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they did start over with new supplies. They stated they did not notice anything unusual with the supplies that could have led to the alarm. The hp stated that therapy has been going fine since then. All supplies were discarded after use, and they do not recall the lot number. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.